Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. After meeting resistance, insertion with the impella 5.0 was aborted and the physician proceeded with implanting an impella cp device. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the delivery issues was patient condition related. The patient's vessel size was not compatible for successful 5.0 delivery. This report is being filed as part of a retrospective review of historical records.